Manufacturer narrative:
Based on our investigation, we believe the root cause for this defect was the configuration of the pack, transportation and handling along with poor scalpel shield design. We have redesigned this pack placing the scalpel flat into the guidewire bowl and then placing other components over the scalpel for further protection. Pack has been flagged for redesign and the router has been updated to heighten awareness to this issue.

Event description:
Cut employee at uab while moving the unopened pack. Had to receive 11 sutures on their thumb.